Manufacturer narrative:
Insulin pump passed the displacement test. Insulin received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was missing. Customer's blood glucose was 299 mg/dl. Customer also states that drive support cap was damaged. The insulin pump will be returned for analysis.